Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) was not operating on battery. No patient involvement.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event as the complaint was opened for routine battery replacement as the batteries were expired which was discovered during routine check and there was no other malfunction observed related to the device. As a result, no follow up emdr is necessary. Please cancel in your database.